Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 5/19/97. After iabp for three hrs, check "iab cath" alarm sounded from the pump. The iab leaked. Blood was noted in the catheter tubing. Event complications: unk - rpt'd 5/29/97; none - rpt'd 6/25/97. Pt current status: unk - rpt'd 5/29, 6/25/97.